Event description:
The pt called lfs alleging that her one touch ultra meter was set to the wrong unit of measurement. On one occassion the pt reported that she obtained a 9.0 mmol/l and took glucose because she was under the impression that the reading was low and she needed to raise her blood glucose level. The pt believed that the meter had been set to the mmol/l setting for three months. She was eventually taken to her physician's office due to symptoms of high blood glucose levels. At the physician's office a result in the 500 mg/dl was obtained; however, no treatment was administered. The pt was sent home and within 3 months she was admitted to the hosp for presence or protein in her kidneys. The pt reported that the physician was at fault. The senior medical affairs specialist contacted the pt and she was unable to provide any specific details. The pt was unable to recall her medication regimen or what she had been taking prior to the incident. The pt did not allege harm. There is insufficient information to suggest that the meter contributed to the injury or medical intervention. The pt also reported that the meter had been connected through a phone line, which has not been approved by lfs. The pt was unable to recall if she had accidentally changed the unit of measurement. Therefore, this complaint is being reported as a malfunction due to the incorrect unit of measurement. No products were replaced.